Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported a false negative reaction for a patient sample known to have anti-c using 0.8% resolve panel b for gel, lot #vrb185. The customer reported that the patient usually goes to other site (B)(4), where testing is performed using an alternative method (immucor solid-phase technology / capture technology). The patient had received transfusions at the other site, (B)(4), on (B)(6) (1 unit of packed red cells/day). As per patient transfusion history, the anti-c was discovered on (B)(6) 2013 with immucor panel. On (B)(6) 2013, the patient was admitted to the customer¿s site, hospital (B)(6), for the 1st time. Pre-op antibody research was requested on (B)(6) 2013. A negative result was obtained. Customer was aware of the patient history and the anti-c, so customer followed up the initial result with resolve panel b (cell #12, #13, #15). The results were negative. The customer reported the negative result to the clinician, but also advised about the anti-c, per patient history. Customer reported freezing a part of this specimen and sending to other site, (B)(4), on (B)(4) 2013. The other site, (B)(4), identified anti-c on this sample: 2+ (immucor solid-phase technology / capture technology). Patient was transfused on (B)(6) 2013 with 3 units of packed red cells and 2 plasma and received another unit of packed red cell on (B)(6) 2013. Patient was transfused with c and e negative blood; no harm to the patient.